Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow and low speed alarms on the evening of (B)(6) 2024 when they tried to switch from battery to wall power. The care provider thought that the patient had driveline damage, but believed it was possible that the patient had a power module issue even though the power module was not alarming. The patient made plans to come in on (B)(6) 2024. Of note, the alarms began occurring after the patient had a controller exchange due to wire damage on the power lead connecting from the patient's former primary system controller to their battery clips. The alarms re-occurred on (B)(6) 2024 and (B)(6) 2024.

Manufacturer narrative:
Section d4: device serial number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the submitted log files were reviewed following the reported event of the patient having abnormal pump stops, and ultimately having a driveline repair. The system controller (serial number unknown) was not returned for analysis. Data from the log file was reviewed from the reported event dates of 01apr2025 - 05apr2024. Atypical fluctuations in pump speed and alarms were observed throughout the log file; these events were determined to be related to the damaged driveline, which was repaired. Provided information indicated that the patient reported no adverse effects from these events. The system controller appeared to operate as intended throughout the data. The root cause of the reported event could not be correlated to an issue with the controller. The device history records were not reviewed due to the serial number of the system controller being unknown. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.